Manufacturer narrative:
Summary of evaluation: the examination results, although inconclusive in the absence of the event baseplate, suggest that this event is related to tolerance variations and extremes.

Event description:
The pt experienced knee pain and swelling post-operatively. Alignment and fixation appeared to be satisfactory. During an exploratory surgery, the surgeon noticed that the insert exhibited movement while snapped into the cruciform style baseplate. The surgeon pushed down the anterior insert and blood/fluid was observed between the insert and the baseplate. The insert was revised.